Event description:
The harmonic ace was not working properly during the procedure. It was not cutting tissue the way that it was supposed to. Equipment was replaced. No harm to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.